Event description:
The physician made four retrieval attempts using two retriever devices (two attempts per device). The first three retrieval attempts resulted in some removal of thrombus and opening of the proximal internal carotid artery. During the fourth retrieval attempt, the retriever was re-sheathed and re-deployed twice. Upon withdrawal, the retriever became lodged in the cavernous carotid. The physcian pulled very hard to remove the device and the retriever fractured. The physician followed the recommended torque regimen and microcatheter positioning to prevent proximal fracture. The physician subsequently removed the retriever detached distal tip using a snare. No patient injury/adverse clinical sequelae occurred that was directly related to the retriever tip fracture or attempts to retrieve the detached distal tip. The patient's family withdrew care 24 hours post procedure due to a left mca infarct and the patient subsequently expired.